Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the implant disassembled from the cartridge as it was in the disc space being implanted so it was removed. There was no delay or impact to the patient.

Manufacturer narrative:
Corrections in d4: UDI number. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned, so device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to the implant being adjusted during insertion or the knob on the holder being turned slightly too far, loosening the peek jaws. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the implant disassembled from the cartridge as it was in the disc space being implanted so it was removed. There was no delay or impact to the patient.